Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer would not complete the boot-up sequence unless the stylus was touched to the screen. Once the programmer was booted-up, the screen was unresponsive to the stylus, and the cursor would move to the corner of the screen on its own and stay there. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not complete the boot-up sequence unless the stylus was touched to the screen. Once the programmer was booted-up, the screen was unresponsive to the stylus, and the cursor would move to the corner of the screen on its own and stay there. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.